Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing leakage, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. The leakage was from tubing at t: lock connector. The patient subsequently went to the emergency room on (B)(6) 2026 and remained there for seven hours due to high blood glucose level. The patient was tested positive for ketones. During hospitalization, the patient's blood glucose level was 675 mg/dl and was treated with intravenous (IV) and fluids of saline. The patient was released from the emergency room on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.